Event description:
A durable medical equipment supplier (dme) customer alleged observed smoke exiting from the rear of a continuous positive airway pressure (CPAP) device. The device was being used with a heated humidifier at the time of the event. No patient or user harm or injury was reported. Both devices were returned to the manufacturer for evaluation. The manufacturer's evaluation found the printed circuit assembly (pca) of the heated humidifier experienced component failure which resulted in thermal damage to the pca. The area of the heated humidifier housing proximal to the affected section of the pca was also found to exhibit thermal damage in the form of a void in the humidifier housing. The CPAP device (which can be used with or without a heated humidifier) was evaluated and also found to exhibit thermal damage to its housing. This damage (minor deformation) was proximal to the section of the heated humidifier affected by the pca failure. It is concluded to have occurred because the CPAP device was interfaced to the heated humidifier at the time the humidifier pca failure occurred. The CPAP device was tested and did not otherwise present any evidence of involvement in the humidifier failure. The CPAP still functioned and is identified in this report.

Manufacturer narrative:
The manufacturer has initiated an investigation of the heated humidifier failure and will file a follow-up resport when their investigation is complete.